Event description:
New information received noted that the patient returned to clinic and the implantable cardioverter defibrillator's (ICD) ble was reset. The ICD was able to be paired to the application successfully.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to connect to the merlin application. Upon investigation, it was determined the ICD exhibited a bluetooth telemetry malfunction. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.